Event description:
It was reported the customer was deceased. It was reported customer's blood glucose was 700 mg/dl when customer was at 700 mg/dl. It was reported at the hospice they were not taking customer's readings. Customer was unconscious when they took her from rehab. Customer was fed some antidepressant pills and couldn't wake her up in the morning they took her to the emergency room. The cause of death was blood in her brain, suspects that she was a stroke but they didn't use that word and hasn't received the certificate. Customer was wearing the device when firemen arrived and they too it off. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.